Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the device failed during ventilation. Whether a patient was being ventilated or not has not been stated. The "loss of external power" alarm was triggered several times in the event log files. Also listed in the event log file is tf 444001 on (B)(6) 2023. Both alarms are related to each other and therefore this case has been rated with tf 444001. The "low battery" alarms which were triggered several time before the device shut down have not been regarded by the user.

Event description:
The following was reported to hamilton medical ag: summary: tf 444001 (batteries completely discharged, warnings have not been regarded).